Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and they did not able to do bolus. The customer was assisted with troubleshooting and declined for the high blood glucose because she said she did not hook the quick release correctly after her shower. It was unknown whether the customer was using automode at the time of reported event. The insulin pump will not be returned for analysis.